Manufacturer narrative:
Qc was performing within customer's established specifications. A field service engineer (fse) was dispatched for this event. The fse flushed the glucose module, checked the electrode, and made an alignment adjustment of the module to the sample probe. The root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards obtaining eight (8) glucose (gluc) patient results that did not match when ran in duplicate mode that were generated by the unicel dxc 600 pro synchron chemistry analyzer. Original samples and duplicate mode reruns were sequential. No erroneous results were reported out of the laboratory. The results, provided by the customer. No patient results were affected in this event.